Manufacturer narrative:
Additional information: a2. H3, h6: the associated device was returned and evaluated. The visual inspection concluded that the cobalt chrome articulating surface show some signs of very shallow scratches which could have been induced from handling and transportation. The pristine articulating surface with no scratches except a few indentations near the opening of the taper perhaps due to extraction of the head from the trunnion. The device shows no sign of deformation. The dimensional evaluation could not conclude the cause of the event. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. The clinical/medical evaluation concluded that per email correspondence, the requested surgical records and x-rays are not available. Without sufficient supporting medical documentation, a clinical assessment cannot be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A contribution of the device to the reported event could not be corroborated. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, a revision surgery was conducted because the inner head was dislocated from outer cup. Rock ring was not dislocated. No other complications were reported.